Event description:
The reporter indicated that the pt had a generator replacement. Subsequently, an infection developed and the replacement generator was removed. The pt was then transferred to another hosp where the lead was extracted a few weeks later.